Event description:
During a trauma the nurses were preparing to use a rapid infuser, but they were getting error alarms. They were able to setup a second infuser. There was no patient harm and ultimately the infuser was not used or needed. After further inspection we found a defect in the tubing of this disposable set. The defect is located in the tubing that leads to the patient. There is a section about 1/2 of an inch long where the tubing walls are twisted and flattened. This defect caused an occlusion and a high pressure alarm.====================== health professional's impression============================================ manufacturer response for heated rapid infuser, (brand not provided)======================this set was sent back to belmont for their evaluation today. (B) (6)